Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from two patient samples processed on a vitros eci immunodiagnostic system. There was no evidence to suggest an instrument or reagent malfunction had occurred. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (0.757 vs. 0.016 ng/ml, 1.25 vs. < 0.012 ng/ml) for two patient samples processed on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. One of the higher than expected results was initially reported out of the laboratory. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).